Event description:
The customer reported an intermittent loss of a diagnostic live image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 volt power supply was evaluated and adjusted. Associated boards and connections were cleaned and reseated. The system was tested and found to be working as intended and returned to service.